Event description:
The customer reported that the device was ¿not turning on and had an issue with the fuse blowing¿ biomed found the motor strap broken and the device failed preventive maintenance. Biomed confirmed that there was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported issue that the device did not turn on and had an issue with the fuse blowing was confirmed during the initial inspection. However, the issue could not be replicated during testing. Previous investigations have determined the fuse blowing is due to a c3 short failure. The report that the motor strap was broken was confirmed in the received picture attached to the file; however, the product was not returned for investigation. Review of the device error and event log showed that the pump module was not powered on during the reported date of 30apr2020. The error log showed no recent errors were recorded. The event log showed that the pump module was attached to pcu sn (B)(6) and the last recorded infusion occurred on 28apr2020. The pump module was last powered on 04jun2020 when attached to pcu sn (B)(6) but remained idle. Device inspection: inspection and testing process found that the f1 fuse was blown on the motor control board. After replacing the blown fuse, the inspection process performed on pump module sn (B)(6) found no fluid ingress within the rear case. There was no contamination or physical damage found on the electronic or mechanical components. Replacement motor strap was found to be installed. All parts inspected are manufactured by bd. Root cause analysis: the probable cause of the customer reported experience that the device was not turning on and the fuse was blowing was associated with a short in capacitor (c3) which caused the f1 fuse to blow. Evidence points to inherent problems with tantalum capacitors as well as possible manufacturing defects. The issue with the broken motor strap could not be investigated since the part was not returned by the customer. Prior investigations have shown the root cause of broken motor straps to be manufacturing defects noted below: broken pieces: broken pieces were not detected before the cryogenic process, current parameter process could damage the pieces starting the rip condition and getting completely broken in the 100% inspection and packaging process. Short shot: this condition could occur due to air trapped in the mold when the material is being injected which can occur due to a blocked filter and vacuum lines by flash residue generated in the mold cleanliness performed by the operator. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 23aug2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 14dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device was ¿not turning on and had an issue with the fuse blowing¿ biomed found the motor strap broken and the device failed preventive maintenance. Biomed confirmed that there was no patient involvement.